Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 479 mg/dl. The customer¿s current blood glucose was 232 mg/dl. The customer experienced symptoms like pain and vomiting. Customer treated with injections and insulin pump. Customer did not allege pump was under delivering. The drive support cap was normal. Assisted with performing the high pressure test. Test was passed. The product was not returned for analysis.